Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoidectomy procedure, an harhd36 was used which failed and the tissue pad was detached. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). MDR decision is now not reportable. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue?no. In the event description it states: ¿the harhd36 was used and failed and the tissue pad was detached. When the harhd36 failed, did the generator display any error messages and if so what were they? None. When the harhd36 failed, did the device pass the pre-test?yes. When the harhd36 failed, had the device been working and then stopped? The tissue pad. Was detached from the energy device, it could continue working but it was not ok. Now on the issue of the tissue pad detached, is the white tissue pad completely missing from the clamp arm of the device? Partially. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.